Event description:
Had lasik. Now I suffer from blurring/double vision from what the doctor tells me is "post lasik estasia". I am now no longer able to drive. Lights hurt my eyes , I have halos. I have lost the ability to see contrast in life. Depth perception is minimal. Eyes are dry all the time. There seems to be nothing the doctor can do except cornea transplant, but they say I am too young. I was never told that there would be serious side effects. Reason for use: poor eyesight. Event abated after use: no.